Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2016-01989. It was reported the patient fell over a year ago and began to only feel stimulation in her ribs. In turn, the patient discontinued to use and recharge her scs system. Subsequently, the patient underwent surgical intervention where her ipg was explanted and replaced with a different model. During the procedure, the patient's lead was also explanted and replaced. Surgical intervention resolved the reported issue.